Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) completed additional failure analysis investigation and observed the following: the thermal damage was located approximately three quarters of an inch from the distal tip of the cover. The damage was roughly .035" at its widest and was roughly 0.307" in length. The thermal damage seemed to be originating from the inside going out. There were no additional findings.

Manufacturer narrative:
Isi received the products involved with this complaint and completed the device evaluation. For the mcs tip cover accessory: failure analysis investigation was able to confirm the reported issue. The mid-section of the mcs tip cover exhibited localized melting, which was indicative of arcing. The size of the damage measured approximately 0.307" in length. For the mcs instrument: failure analysis investigation could not replicate/confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The scissors opened and closed properly. The instrument was fully functional. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the mcs tip cover accessory was damaged due to arcing with no evidence or claim of user mishandling/misuse. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that the monopolar curved scissors (mcs) tip cover accessory had split and was burned. There was no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the issue was identified during a da vinci-assisted prostatectomy procedure. The instrument and accessory were inspected prior to use and no electrolube was applied prior to installing the tip cover. No arcing was observed during the procedure. There were no fragments that fell inside the patient as a result of the issue. A backup instrument was used to complete the procedure with no adverse effect, harm, or outcome to the patient. The procedure was not recorded on video. No further information was available from the site.